Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements of 7.5v. A lead revision was performed and this lead was explanted and replaced with a new lead of the same model. The explanted lead was discarded at the hospital and is not able to be returned for analysis. No additional adverse patient effects were reported.